Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result the soft components of the up button are lacerated. The damages did not influence the insulin pump functions. The buttons passed the functional investigation successful and comply with the specification. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Patient reported the down button on the infusion device does not always respond. Patient stated sometimes the button just does not work. Patient reported the soft components are also damaged. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.